Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 had a noticeable abnormality in the jaw. The wire that cauterizes looks frayed and broken at the hemopro jaw tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. There was no evidence of char and tissue on the jaws. A visual inspection was conducted. The heater wire was observed to be flexed away at the center of the hot jaw. The heater wire remained attached at the base and tip of the jaws. The silicon was observed to be peeled near the tip of the cold jaw. Based on the returned condition of the device the reported complaint was confirmed for ¿bent wire¿ and for the analyzed failure "peeled jaw". Specific actions for the reported and analyzed failure modes are being maintained and documented under maquet's failure investigation report (fir) system.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 had a noticeable abnormality in the jaw. The wire that cauterizes looks frayed and broken at the hemopro jaw tip. A replacement device was used to complete the procedure. The hospital did not report any patient effects.